Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the vessel sealer extend (vse) instrument jaws did not open. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) obtained the following information: the vse instrument was inspected prior to use and there was no damage or anything out of the ordinary observed. The procedure being performed was radical cystectomy. It is unknown what was the surgical task performed with the instrument when the issue occurred. The issue did not occur after a system fault. It was not specified what was the target tissue. The instrument jaws were not stuck on tissue when the issue occurred. The procedure was completed robotically. There was no injury to the patient.